Event description:
This patient underwent a routine ablation of af using a medtronic sphere 9 catheter and affera mapping system on (B)(6) 2026. He had a sick heart, was seen 3 days later in follow-up, and was doing well. Left that appointment to get a bite to eat at the cafe, collapsed and could not be resuscitated. (B)(6) has been seen by our general cardiologists in the hospital in (B)(6) 2022, then (B)(6) 2023, for severe aortic insufficiency, paroxysmal afib, and heart failure. He was turned down for savr (surgical aortic valve replacement) in 2022 but returned in 2023 after further dental extractions and improved medical management. He underwent tissue savr, (25 mm inspiris bovine pericardial valve), coronary artery bypass graftingx2 (lima-lad and svg to ?d1), laa clipping, and bilateral pvi (pulmonary vein isolation) performed with atricure clamp (B)(6) 2023, with substantial clinical improvement, and was discharged to home in (B)(6) and post-op af was managed w/ amiodarone. Rhythm data EKG (B)(6) 2025: regular 1:1 nct at 121 bpm - c/w flutter ekgs (B)(6) 2025: afib cardiac imaging studies echo (B)(6), (B)(6) 2025 ef 35, lavi 58 avr okay impression: 1. Atypical atrial flutter (icd10-i48.4) appears to be atypical flutter. Discussed af and afl. 2. Fibrillation atrial (icd10-i48.91) the indications, risks, benefits, and alternatives to tee, invasive electrophysiology study and catheter ablation were reviewed with the patient, who acknowledged the potential for procedural complication and life-threatening injury including but not limited to deep venous thrombosis, pulmonary embolus, vascular injury, valvular injury, bleeding, pneumothorax, tamponade requiring open surgical repair, bradycardia requiring permanent pacing, hemidiaphragm paralysis, pulmonary vein injury, esophageal injury, stroke, procedural failure, arrhythmia recurrence, and anesthetic complication. Patient acknowledges potential for transient postablation chest discomfort, cough, hemoptysis, migraine headache, gastric distention, and/or elevated resting heart rate. Questions were answered to the apparent satisfaction of the patient, who confirms willingness to proceed. 3. Anticoagulation (icd10-z79.01) well tolerated. Can reevaluate laa clip at time of procedure. 4. Risk of amiodarone toxicity w long term (icd10-z91.89) stop amio.